Manufacturer narrative:
Lot or serial#: unknown/not provided. Expiration date: unknown as product lot/serial number was not provided. UDI #: a complete UDI # is unknown as product lot/serial number was not provided. Device manufacture date: unknown, as the lot/serial number of the device was not provided. Since sn/lot number is unknown a manufacturer record review related to the device including device history record could not be performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction break occurred during a procedure and the capsulotomy was incomplete and decentered. The procedure was completed manually. There was no patient harm.